Manufacturer narrative:
Approximate age of device ¿ 5 years 3 months 5 days. Manufacturer's investigation conclusion: evaluation of the returned portion of the driveline confirmed damage that could have contributed to the low speed and pump stop events captured in the log file. Technical services personnel arrived on site on 9 jul 2019 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 18.25¿. Approximately 15" of rescue tape was removed along the driveline revealing multiple tears to the outer silicone jacket. The tape and outer jacket were removed and the examination of the underlying bionate layer was unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. The entire metal shielding showed breakdown throughout the driveline. Examination of the underlying wires revealed an insulation breach on the yellow wire 17.75" from the controller connector. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. If exposed conductors from the damaged wire made contact with the metal braided shield while the system was connected to a tethered power source, the resulting electrical short could've resulted in the low speed and pump stop events captured in the log file. Incident finding: outer jacket damage was noted during the evaluation of the driveline. No issues or alarms were observed following repair. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that the log file captured pump stops on (B)(6) 2019. This type of behavior has been linked to potential issues with the percutaneous lead. Tech services was on site on (B)(6) 2019 and performed a driveline repair on site and performed driveline repair this. Roughly 22 inches of the driveline was replaced and there were no immediate alarms after the repair. No additional information was reported.